Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Note: this MFR report pertains to the second of three devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-03403 and MFR. Report #3005099803-2010-03406 for a description of the first and third devices. It was reported to boston scientific corporation on (B)(6), 2010 that a hydrothermablation console unit was used during a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID and weight are unknown). According to the complainant, the procedure was completed successfully with no complications. During a follow up visit with the patient on (B)(6), 2010, the physician observed a superficial burn to the wall of the vagina. The physician did not classify the burn and treated the patient with antibiotics. The specific type of antibiotics prescribed and the approximate size of the burn have not been provided. There were no further complications reported with this event and the condition of the patient is reported to be stable. An additional attempt was made to obtain follow up event details, however the clinician stated the information is unknown.